Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician implanted a taxus express2 drug eluting stent of unknown size in the circumflex artery. The balloon could not be pulled out so the taxus stent was stuck. The physician tried to remove the balloon, and as a result, the stent was dislodged from the balloon catheter and the physician missed the stent. This occurred outside of the pt's body. The procedure was completed with another of the same device. No pt complications were reported. Additional info has been requested.